Event description:
Reportedly, the patient had a tooth extraction on 09/01/1997 with a reduction of anticoagulants by the dentist. On the morning of 09/04/1997, the patient reported to the county hospital with syncopal episodes, followed by breathing difficulties. The patient continued to deteriorate and was transferred to the regional hospital where she was intubated and placed on a resperator. A tee was performed later that evening which showed grade iii mitral insufficiency. The patient was deemed inoperable and placed on catecholamines. Another tee was performed the morning of 09/05/1997 confirmed the insufficiency again. The patient died later that evening, reportedly of natural causes. On autopsy on 09/08/1997, half of a leaflet was noted in the iliac bifurcation. No further information provided.